Event description:
Information was received regarding a patient implanted for unknown reasons. The consumer reported a loss or change of therapy on (B)(6) 2016; symptoms included a lot of abdominal pain, accidents, and "some form" of diarrhea. It was noted these symptoms were not present prior to implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.